Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. The analysis of the run data file indicates it is possible that the plasma line may have been occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump it is possible the flow through the lrs chamber could be higher than expected by the system. This could allow some wbcs to escape and contribute to the higher than expected wbc content reported for this collection. Orientation of the hex in the hex holder may contribute to the above. Based on the available information, it also cannot be ruled out that the higher than expected wbc content in the platelet product could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher than expected wbc content in the platelet product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.